Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing during magnetic resonance imaging (MRI), which was thought to have been artifact. The icm remains in use. No patient complications have been reported as a result of this event.